Event description:
It was reported that following pre-dilatation after two xience v stents (3.5 x 08 distal followed by 3.0 x 08) were deployed in the right coronary artery, a perforation was observed. Additional stenting was performed. The xience v 2.75 x 08 dislodged after a failed cross attempt and it could not be located and it remained in the pt. The percutaneous coronary intervention involved the distal right coronary artery (rca) that was calcified and tortuous. The physician chose to stent proximal to distal (contrary to the instructions for use). Beginning with the xience v 3.0 x 23, followed by the 3.5 x 18, 3.0 x 15 and 3.5 x 08, the stents would not cross. Finally, after two xience v stents were implanted with a 3.5 x 08 distal and then followed by a 3.0 x 08 proximal to that, a perforation or what appeared to be a perforation was observed in the mid rca. The xience v 2.75 x 08 was attempted to be deployed distally; however, it would not cross through the deployed stents and dislodged and could not be located via fluoro. Two additional xience v 3.0 x 08 stents were deployed and the entire rca artery was ballooned proximal to distal. It cannot be confirmed if the dislodged stent remains in the pt and if it did, it could have been compressed against the vessel wall with the additional stents or ballooning. Reportedly, the pt is doing well with no ill effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The xience v 2.75 x 08 (part 1009540-08, lot 9100641) and xience v 3.0 x 08 (part 1009541-08, lot unk) are being filed under separate medwatch MFR numbers. Perforation is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling.